Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02581.

Event description:
It was reported that the instrument broke during cleaning. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: proposed component (annex g) code is mechanical (g04) - provisional bottom. No product was received. The provided photograph was reviewed, however, it was unable to be confirmed as it only shows one side of the product. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.